Event description:
The complainant reported a patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and experienced limb ischemia. Prior to the beginning of the percutaneous coronary intervention (pci), the patient became hypotensive and bradycardic. Medication was administered and the decision was made to implant an impella cp which was successfully completed. Pci was completed to the proximal left anterior descending artery with plans to address the right coronary artery once the patient was more stable. The following day, the patient started complaining of leg pain. Pulses were not great since the impella placement and an arterial doppler the day prior showed flow. However, pulses were not currently present (action taken to address the limb ischemia is unnoted). The next day, the patient was taken to catheterization lab, and the physician attempted to intervene the right coronary artery. However, this pci was unsuccessful, and the physician opted for medical management. The patient was successfully weaned from the impella cp and was explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿